Event description:
It was reported via repair work order that the head section was not locking due to a broken lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.